Manufacturer narrative:
Investigation is not complete. Event code is addressed in package insert. Trends will be evaluated. This is the same event as 1043534-2013-01849, -01851, -01852, -01853. This report will be updated when investigation is completed.

Event description:
Allegedly the patient was revised due to cup loosening related to an adverse tissue reaction to the metal debris allegedly generated by device (right hip).